Event description:
It was reported that the device had an illuminated service wrench icon and a potentially critical event code was logged in the device. This could inhibit the device from being used for defibrillation. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that the device was no longer supported and recommended that it be removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.